Event description:
During a craniotomy at the user facility, the device would not engage the bone, and the dura was torn. Another device was used to successfully complete the procedure, and there were no adverse consequences.

Manufacturer narrative:
H2: device not returned. D4: gtin; full UDI number is not available as the lot number was reported as unknown. H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. D4: gtin; full UDI number is not available as the lot number was reported as unknown.

Event description:
During a craniotomy at the user facility, the device would not engage the bone, and the dura was torn. Another device was used to successfully complete the procedure, and there were no adverse consequences.